Event description:
A report was received that the patient was experiencing stomach issues and it was discovered that the patient was having anxiety issues that could be affecting the stomach. It was also reported that the patient had soreness in an unknown area and had lost coverage in the left arm and wrist. The patient was prescribed anxiety medication and underwent a lead pull procedure.